Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health professional "PICC being replaced due to previous PICC not functioning properly, due to no blood return. When replacing the new PICC I met some resistance in the right clavicular area, but was able to eventually get the PICC to drop to the svc. After retracting the wire from the catheter and placing it on the bed I noticed 5cm of the copper tip was next to the guidewire. I confirmed placement of the PICC with a chest xray and discussed the incident with dr. The lot number on the 5 french PICC (B)(4)." Additional information received 03/31/2021: it was reported PICC line was being replaced due to previous PICC not functioning properly-no blood return. After the wire was retracted the nurse noticed that there was a 5 cm piece of the copper wire on the bed next to the wire. An x-ray was done to confirm placement and the physician was notified of the incident. The nurse didn¿t keep the wire or the broken piece. Incident occurred on (B)(6) 2021. No patient harm reported.